Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device via email. The customer experienced symptoms described as pain, red, hardening of the area, infection with whitish-yellow fluid was oozing out and a rounded area the sensor site and had contact with a healthcare professional (hcp) who examined the wound, treated it with iodine and a plaster applied, and prescribed penicillin v al 1.5 m for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.